Event description:
It was reported that the right ventricular (rv) lead had high superior vena cava defibrillation and pace/sense lead impedances. The lead integrity alert was triggered and there was one episode of noise with a short interval. It was noted that there was oversensing on the rv lead and the lead impedances were bouncing around. The detections were turned off and the patient was protected by the life vest. It was further reported that the lead had fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis found that the distal conductor was fractured. The defibrillator conductor was fractured. There was blood/body fluid on the outer tubing overlay. The outer tubing overlay was melted and was breached cut. The outer insulation was breached cut and had a cosmetic depression. The helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and there was tissue on the helix.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.